Event description:
It was observed during central processing that the prograsp forceps instrument had frayed cables. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) and evaluated. The instrument grip cable was found to be frayed at the distal end of the instrument. One grip cable was frayed at the distal clevis hub. The cable segments stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. No other damages were noted on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of frayed cables if to recur could cause or contribute to an adverse event.